Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported customer's report was not replicated or confirmed. The device was put through extensive testingincluding full functional testing and power cycling without duplicating the customer's report. An internal inspection found no discrepancies. The monitor board and dock connector were replaced as a pre-caution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.